Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient tried to get a cervical MRI but was getting push back because the patient had not used their spinal cord stimulation system (scs) for over 5 years because it did not work for the patient. The patient's wife also stated the patient had not used their scs for not quite a year before stopping use because the scs system was not helping the patient. The patient never had a remote control to put the system into MRI mode. The patient had other MRI's in the past since patient stopped using their system and it had not been a problem. The patient was getting the MRI for unrelated reasons. It was noted the patient stopped using their therapy about 6 months after implant. Additional information was received. It was reported the patient would be having their device removed.